Event description:
It was reported that while preparing to do a routine tracheostomy tube change, the balloon was not inflating fully when checked prior to tube change. There were no visible signs of tears or leaks when balloon was inflated but "it didn't look right". Two trachs were observed to have this issue from the same lot number. A third trach was used without issue.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The two returned samples received were inflated with air using a 5 ml syringe, after that the cuffs were gently manipulated. The whole cuff was inflated without abnormalities. It was demonstrated that the 2 cuffs were symmetrical, and no leak was detected. Complaint is not confirmed. No root cause was determined due complaint was not confirmed; no corrective actions required. D5 is unknown, no information provided to date.